Event description:
Patient was revised due to pain, high cocr levels and a pseudotumor. On (B)(6) 2013 - patient's revision operative records were received. Records indicate the patient was also revised due to dislocations. Upon revision a massive milky fluid filled seroma was found along with metallosis and corrosion around the trunnion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update - (B)(4) 2013 - patient's revision operative records were received. Records indicate the patient was also revised due to dislocations. Upon revision a massive milky fluid filled seroma was found along with metallosis and corrosion around the trunnion. The stem and sleeve were added to the complaint, and the complaint re-opened. Related pain was also reported in provided medical records. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
(B)(4). Legal. Depuy still considers this investigation closed at this time.

Event description:
Update 5/31/2016 - pfs and medical records received. Medical records were reviewed for MDR reportability. According to the pfs, in addition to what was previously reported, the patient also experienced grinding and popping noises and discomfort. Updated the doi and added noise and discomfort to complaint. The complaint was updated on: 06/15/2016.